Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: failed insulation. Confirmed failure: no problem found. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4). The device manufacturer date is not known.

Event description:
It was reported that the insulation had been compromised.